Event description:
The physician reported an infection with symptoms of redness and swelling at the spinal cord stimulator site. The site was also warm to the touch. An infectious disease physician recommended the device be removed. The patient recovered without sequela.